Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator auxiliary outlet had no power while in use on a patient. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and reset the breaker on the ac panel and he was not able to duplicate the reported malfunction. No parts were replaced. The se performed all the calibrations and the unit passed all testing and operates within the manufacturing specifications.